Event description:
I got mentor saline breast implants in 2007 with dr. (B)(6) in (B)(6). I started to notice that I was really tired and doctors couldn't explain why. I started gaining a lot of weight. In 2016 I became allergic to wheat. Two weeks ago I went to the ER because I couldn't breathe and my ear was hurting. They found heart problems and I couldn't spend the night to get a stress test. For two months I was dizzy, tired, had blurry vision, my left breast hurt, I had headaches, and can't sleep. I went to my surgeon. He denied it was the implants. I don't smoke, drink or do drugs. Just yesterday I had my implants removed and I woke up fresh and ready to go, something I haven't felt in years. Breast implants are killing women and I want compensation from you and the surgeons for lying to me that implants are safe and from my doctor for not warning me that I was putting toxic bags in my body. I'm also upset at my explant surgeon for not giving me or showing me the implants for proof or evidence to be tested. Call dr. (B)(6), (B)(6) he has my toxic bags that you claimed are safe.